Event description:
It was reported that during a percutaneous coronary intervention, a balloon ruptured occurred. The 75% stenosed lesion was severely calcified with average tortuousity in the left anterior descending artery. After implanting a taxus stent the 2.25x12mm quantum maverick mr balloon, on the first inflation, was inflated for 30 seconds and ruptured at 20 atms. The balloon was removed intact. The balloon was visible under fluoroscopy. The procedure was completed with this device. The pt status is listed as good with no pt complications.

Manufacturer narrative:
The complaint indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.